Event description:
It was reported that there was no fluoro with the 9800 system. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lemo connector. The system was tested and found to be working as intended and placed back into service.